Event description:
The patient reported undergoing a CT scan approximately two weeks ago on tuesday. During the scan, it was found that all three components of the urolift device, which had been implanted approximately four months earlier in february, were no longer present and appeared to have become dislodged. The patient stated that a hole was identified in their kidney and expressed concern that the urolift device may have caused the damage. The patient also reported experiencing lower abdominal pain, back pain and hematuria.